Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they switched from dissection to welding and upon plugging in the hemopro device into the power supply, they noticed some smoking in the tunnel. They were not activating the device. Self-activation occurred automatically. They pulled the cannula out of the tunnel and slid the hp device out of the cannula. The tips were bright red and smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Auto number # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The heater wire was flexed away from the hot jaw. The heater wire remained attached at the tip of the hot jaw. The silicone insulation on both jaws was melted, charred, cracked and whitish in color indicating burn of device. No detachment was observed. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues for the complaint unit during our testing. Based on the results of the evaluation, the reported failure ¿self activation or keying¿ was unable to be confirmed, but the analyzed failure modes "material twisted /bent; wire" and "thermal decomposition of device".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they switched from dissection to welding and upon plugging in the hemopro device into the power supply, they noticed some smoking in the tunnel. They were not activating the device. Self-activation occurred automatically. They pulled the cannula out of the tunnel and slid the hp device out of the cannula. The tips were bright red and smoking. A replacement device was used to complete the procedure. The hospital did not report any patient effects.